Manufacturer narrative:
Result: foot-end lift motor potentiometer was defective and working intermittently.

Event description:
It was reported by service report that the foot-end lift motor potentiometer was defective and working intermittently. No pt involvement or adverse consequences were reported.